Event description:
It was reported that bd insyte autoguard foreign matter in catheter.verbatim:it was reported, we have used your IV device (bd insyte autoguard shielded IV catheter (ref 381434)) in an in-use study and observed droplets in the product after expelling through the catheter. The catheter was connected to a syringe filled with product via a clave connector from ICU medical (ref c1000). This was not observed when we expelled the product through the needle (bd precisionglide 27g x ½ in (0.4x13mm) (ref 305109)) used to withdraw product in the syringe (bd 1 ml syringe luer lok tip (ref(B)(4)). To be able to use the IV system in clinical trials, we are investigating what these droplets consist of and would therefore like to know if you could send us information about the components in your device, and if you have heard about this phenomenon? The droplets do not mix with the aqueous product.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.g.4. K201075; k251654h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.